Event description:
It was reported that there was some undersensing during an arrhythmia. It took approximately forty-four seconds until charge-time occurred. The rhythm self-converted and went to asystole. Technical services advised the patient may need a different device. The device remains implanted.